Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during the inspection cardiosave intra-aortic balloon pump (iabp) had an automatic inflation fault, which was a problem with the pneumatic module. There was no personal injury reported. There was no information about patient involvement reported.